Manufacturer narrative:
When additional information is received or the device returned, analysis will be performed and this event will be updated.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed and replaced. The device remains with the patient and will not be returned for analysis.

Manufacturer narrative:
As there will be no return of product, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information during a follow up visit, this defibrillator had reached elective replacement indicators (eri) after sixty-eight months of implant. The charge time was 28.4 s and monitoring voltage was 2.67 v. There was concern that the battery depleted more rapidly than expected. This device paced zero percent during implant and two shocks had been delivered. No adverse patient effects were reported.